Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. The catheter was returned and analysis found damage to the transition tubing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 21-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 849.3 mcg/day) via an implantable infusion pump. The indication for use was cerebral palsy and intractable spasticity. It was reported that during a routine pump replacement the managing hcp thought they would discover a micro-tear in the catheter because they had been increasing the dose; it was unknown what the patient's initial dose was. The caller reported that they had done a catheter access study on an unknown date and no issues were noted. During the surgery the pump segment sheath of the catheter was cut or maybe cracked. It was noted that they were still able to successfully aspirate the catheter but the pump segment was replaced with a new 8784. It was noted that the hcp was able to aspirate again once the new pump was connected to the revised catheter. The old pump segment would be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided via a device manufacture representative indicated that the patient was receiving lioresal (2000 mcg/ml at 849.3 mcg/day) via an implantable infusion pump. It was reported that a dye study was performed and the healthcare provider was able to easily withdraw 4 ml. It was reported that post catheter replacement the patient remained on the same dose as before the surgery and was kept overnight at the hospital for observations. The issue was noted as resolved. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.